Manufacturer narrative:
The liquid embolic material was not returned as it was consumed in the procedure. Based on the reported information, the initial procedure was uneventful, and the event reported occurred post the procedure. The exact cause is unknown. Infarction is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked mdrs: 2029214-2018-00267 2029214-2018-00268 2029214-2018-00269 2029214-2018-00270 2029214-2018-00271 2029214-2018-00272 2029214-2018-00273 2029214-2018-00275 2029214-2018-00276. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the patient sixth embolization procedure the patient was also alleged to have a superficial left sylvian infarction linked to the procedure. The patient was hospitalized but no medical intervention was not required.